Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer loaded the cartridge with cold insulin and did not remove residual air from the cartridge before loading. Customer continued to use the same cartridge. Customer¿s blood glucose level was 315 mg/dl.